Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had no button response due to corroded keypad traces. No button error alarms noted. Insulin pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corner noted during visual inspection.

Event description:
It was reported that the insulin pump alarmed button error. Customer's blood glucose reading at the time of the call was 125 mg/dl. No further information reported.